Event description:
Consumer called to report her meter is giving higher readings when compared to another meter. Analysis run on clark error grid using mean avg. Reading (competitive) (48) as reference point vs. Bd average readings (109) yielded some data points in the d range of the grid, outside acceptable limits.